Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller had not previously reported the issue within the last 24 hours, so technical support provided pump reset information and assisted with resetting the pump. After resetting, the same malfunction code did not recur. The customer was informed that they could continue using the pump and advised to call back if any further malfunction codes occurred.